Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that the patient had not used or charged his ins in more than a year. The rep reported that she tried to interrogate with her tablet and was unable to interrogate. Technical services reviewed how to perform physician recharge mode. Technical services reviewed clearing power on reset (por) message after charging the ins to 25% the rep started the physician recharge mode process. No symptoms were reported. Additional information received. Rep reported patient found it very difficult to charge device, got very frustrated with length of time it took to charge. Did not reach out to anyone to get assistance with charging. Patient was very unsatisfied with therapy. Multiple attempts at clearing the por were unsuccessful. Patient is having a battery replacement done on june 4, 2021. Being replaced with intellis battery.